Event description:
It was reported that during an interventional procedure in a tight lesion in the distal left anterior descending artery, the mini trek rx 1.50 x 15 mm device was prepared in accordance with the instructions for use and was advanced to the lesion without issue. Two attempts were made to inflate the balloon, however, the balloon would not inflate. The mini trek was removed from the patient anatomy without any resistance. Another same size mini trek was used in the procedure. There was no clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to inflate was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.